Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cardiac care unit, the md inserted the super arrow-flex (saf) sheath into the patient's left femoral artery. The intra-aortic balloon (iab) was passed through the saf sheath and became stuck inside the sheath. The md removed the iab and saf sheath as one unit. The md inserted the same saf sheath into the pt and the same iab through the sheath. Again, the iab became stuck in the saf sheath. At this time, the iab and saf sheath were removed and a datascope iab was prepped and used without difficulty. There was no reported pt death or injury. Medical/surgical intervention was not required. The therapy was delayed for 20 minutes. There were no reported pt complications. The outcome of the pt is "the pt successfully rec'd his iabp therapy" add'l info rec'd on (B)(6) 2011 from the distributor stated that "md thought that he might perform insertion procedure incorrectly for the first attempt. Then he has tried the second attempt, but it was unsuccessful. Yes, he did the same site by using the spring wire guide to insert the new balloon catheter."